Event description:
Nurse reproted that customer was hospitalized due to high blood glucose. Nurse stated that the customers pump did not have tubing, syringe or battery in it and was unable to perform troubleshooting.